Event description:
The customer contact reported an independent change in setting on channel c of the device. The pump was returned to the biomedical department with an unsigned note that stated, "when rotating knob, it changed values". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, channel c of the device passed testing. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.